Event description:
It was reported by service report that the auxiliary power cord was damaged, and the fowler was not lowering electronically or manually. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary power cord, CPR release rubber grommets.